Manufacturer narrative:
The pin was not returned to the manufacturer for investigation. If the pin is returned, a follow up report will be filed.

Event description:
It was reported that when attempting to remove the pin from the tibia, the pin broke. When attempting to remove the pin fragment from the bone, the pin broke a second time. The pin fragment was able to be removed from the tibia and the procedure was completed successfully as planned.